Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured. Boston scientific technical services (ts) discussed navigation and how to program device as an implantable cardioverter defibrillator (ICD) without the use of an lv lead. This lead was electrically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the left ventricular (lv) lead was explanted due to pacing not delivered when required. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.